Event description:
The facility representative reported failure code 810:11. Information was not provided regarding whether or not the failure occurred during a patient infusion. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No other information is known.

Manufacturer narrative:
Evaluation summary: the condition of fail code 810:11 could not be confirmed on site at the customer location by the field service engineer. Typically, this fail code is related to the air in line printed circuit board. This issue has been addressed per baxter's field correction action letter. Service of the device was conducted on-site.